Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: a total of seven intraprocedural fluoroscopic images were reviewed in relation to the event. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. It is known that the aortic valve was very calcified. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed which visibly moved aortic at full inflation of the balloon suggesting inadequate pre dilatation of the aortic valve. There is no documentation that another balloon dilatation was performed prior to the valve implant attempt. During the valve deployment attempt an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the infolded valve was not implanted, and a new system was used. An angiogram post valve implan tation reveals a well expanded valve frame and no signs of aortic regurgitation/paravalvular leak. Since fluoroscopic valve load inspection was not provided, it is not possible to rule out that a possible misload might have contributed to the infold medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was loaded successfully. A pre-balloon dilation was performed with a non-medtronic balloon. During the first placement attempt, infolding of the valve occurred as it was advanced through the clogged native valve. The valve was recaptured and removed from the patient. A new valve was loaded and successfully implanted. .

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012920048); product type: 0195-heart valves; product ID l-evprop34 (lot: 0012750405); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, the valve was loaded successfully. A pre-balloon dilation was performed with a non-medtronic balloon. During the first placement attempt, infolding of the valve occurred as it was advanced through the clogged native valve. The valve was recaptured and removed from the patient. A new valve was loaded and successfully implanted. Additional information was received to clarify the "clogged" valve was a very calcified native valve.